Event description:
It was reported that the communicator power cord was sparking. A boston scientific company representative discussed with the patient and opted to replace the communicator and the communicator power cord. The communicator was deactivated. No adverse patient effects were reported.